Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg. Relates to (B)(6) ,(B)(6), (B)(6) b)(6), (B)(6) (3014862188-2021-02000,1999,1997,1996,1995: test 1,2,4,5,6 of 6).

Event description:
User reported 6 false positive results. Negative pcr. This is report 3 of 6.